Manufacturer narrative:
Further failure analysis was performed on the universal surgical manipulator (usm) that was returned. The reported failure could not be replicated. The unit was tested on an in-house system and passed normal mode. The system did not trigger errors 307, 319, 40084, 32115, 25730, but they were confirmed via error logs/system logs pointing to a communication issue. During the visual inspection of the unit, no contamination or issues were found on the unit. The unit went through more testing on a testing platform and all tests passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: there was no issue noted during set up of the system. The system initially powered on without errors and without problem. The surgeon believes that what caused or contributed to the reported system malfunction was "malfunction having started on arm 4 without identified cause, subsequently leading to several critical error signals on the system, preventing the continuation of the procedure.". The procedure had been in progress for about 20 minutes when the issue occurred. Fortunately, there were no post-operative complications. An abdominopelvic scan carried and found the presence of two nodules of the right liver measuring 47 and 51 mm respectively at the level of segments 5 and 6. The chest computed tomography (CT) scan performed which showed the absence of pulmonary nodules with moderate centrilobular emphysema. A liver magnetic resonance imaging (MRI) was carried out and showed 2 nodules at the junction of segments 5 and 6, measuring for the most posterior 61 x 61 x 66 mm and for the most anterior 35 x 35 x 33 mm, which appear as a discreet hypersignal t2, hyposignal t1, diffusion hypersignal after gadolinium injection; we note heterogeneous contrast enhancement at the periphery of the lesions with, in the center, a hyposignal zone linked to phenomena of necrosis or fibrosis. The biological assessment showed white blood cells at 7000; hemoglobin at 14.5; platelets at 313,000; tp 100%; international normalized ratio (inr) at 1; c-reactive protein (crp) at 1.7; creatinine at 74; aspartate aminotransferase (asat) at 28; alanine transaminase (alt) at 26; alkaline phosphatase 77, gammagt 25, total bilirubin 15.4, ferritin 716, angiotensin-converting enzyme (ace) < 1.7, alphafetoprotein 8000, cancer antigen (ca)19-9: 2.9 [note: ace < 1.7 is in french] hbsag positive; positive anti-hbc ab; hepatitis b virus viral load: 1.2 log; negative anti-hepatitis c (hcv) antibodies. The 18-fdg pet-scan performed on (B)(6) 2023 shows 2 adjacent hepatic nodular formations of the right liver, suspicious for hepatocellular carcinoma (hcc), approximately 6.6 cm long axis in total, straddling segments 5 and 6 with portion moderately hypermetabolic in f-fluorodeoxyglucose (fdg) (t/l ratio 1.34). No suspicious hypermetabolic lesion of secondary, lymph node, visceral or bony location on the remainder of the examination.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. The distal set up joint (dsuj) was analyzed and failure analysis investigation confirmed the customer reported complaint in system logs, but repeated recoverable errors were not replicated. Isi did receive the da vinci products involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis investigation confirmed but not replicated. Usm was tested on an in-house system in normal mode without any errors. Unit was also testing on the patient side cart (psc) fixture test platform (pftp) where all related test passed. After a further investigation, contamination was not found on parts related to the main issue. The system logs confirmed errors 319, 40084, 307, 32115, 25730 pointing a communication issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the nurse called to report that they were facing nonrecoverable fault on the universal surgical manipulator 1 (usm). Intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller to power cycle the system, but the caller explained that at this moment instrument of arm 4 holds tissue. The isi tse guided the caller to push the e-stop button on the surgeon side console (ssc) and used the instrument release kit (irk) to open the instrument. After that, the isi tse guided the nurse to restart the system including emergency power off (epo) and breakers, but the issue remained. The isi tse reviewed the system event logs and could see several errors in code pointing to a critical issue on arm4. The isi tse informed the caller that arm 4 would not be usable. The isi tse guided the nurse to deactivate arm 4 but that option was not present. The isi tse requested to restart the system again and hold the port clutch of arm 4 to force the option of disabling. The system restarted and all arms were in error. The operating room (or) team decided to abort and postpone the surgery. The procedure was aborted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) and set up joint (suj). The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.